Event description:
The reporter stated that the valve system that was implanted was not functioning. It was removed and another valve was implanted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.